Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states detection methods gif ez 1500 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif ez 1500 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, had defective air/water supply. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability does not meet the standard value, due to a cut on switch1, water tightness is lost, dots were smudged and connected on water detection sticker 1b, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on the bending section cover had a chip, the adhesive on the bending section cover had white clouded area, the universal cord had a scratch, the paint on the suction cylinder was peeled, the protector of the universal cord on the suction connector side had a scratch, the adhesive around objective and light guide lens had white-clouded area, and the plastic distal end had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.